Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 26-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated the doctor is ordering a head/brain MRI and spinal MRI that is not related to the patient's device, but because they think she may have ms. The patient stated that their ins was removed years ago (approximately two years ago) and the lead was left in. The patient current symptoms are not related to their device. The patient stated that their device was explanted because behind the ins was an abscess and it erupted through the incision. The patient stated this was resolved by removing their ins. No further complications were reported. No additional patient symptoms were reported.